Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment last month. The patient stated experiencing a fluid leak last month that "poured out of the cycler." The patient had only reported incident to clinic and was told to continue use of the cycler. The patient's pd nurse called and verified the fluid leak event. The exact date is unknown. The patient did not have any harm, intervention or adverse event. A cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.